Manufacturer narrative:
(B)(6). After learning of this incident north coast medical, inc. Performed a material test on a sample hand splint (patient did not return the original unit), and the tests conclusion was "pass".

Event description:
Patient experienced an alergic reaction to velcro.